Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2022 due to lower gastrointestinal (gi) bleeding. Between 4 and 8 units of red cell concentrate (rcc) was transfused to the patient. The patient's anticoagulation therapy at the time of the event was warfarin. The cause of the bleeding was unknown. An endoscopy was performed that indicated bleeding in the ascending to transverse colon, but no clear bleeding point was identified. The patient was discharged on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.